Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that his one touch ultra meter was reading inaccurately high. The lfs represenative has made several attempts to reach the pt for further clarification. The pt reported that he tested on his meter (date and time unk) and obtained a result of either 4 or 5 mmol/l. He then tested on another meter and obtained a result of 2.5 mmol/l. The device this result was obtained on is unknown. The patient contacted emergency services and was hospitalized. It would have been helpful to know if the patient had any symptoms at the time of concern and what, if any, medications the patient took: prior to, during, and after the event. It would also have been helpful to know the dates and times the events occurred, such as: results obtained on both meter and when he went to the hospital. There is no information regarding the testing supplies used. This complaint is being reported, as the patient obtained a result of 4 to 5 mmol/l and then tested on another meter and he obtained a result of 2.5 mmol/l and he was subsequently hospitalized. A replacement meter has been sent.